Manufacturer narrative:
The product involved in this complaint is not available for evaluation. A follow-up report will be provided upon the conclusion of the investigation. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury.

Event description:
Fibers were coming off of drape. The clinician was performing a orthopedic procedure using guidewires at time of discovery. The clinician was concerned about patient risk of having fibers inserted in vessels. No patient injury or additional treatment was delivered.

Manufacturer narrative:
The device history record was reviewed for the complaint lot number. The lot met all manufacturing process and quality specifications prior to release. No rework or special conditions were reported. Review of complaint photo one focused on a portion of the absorbent material along a back table cover with the film side up. A gloved finger points to the upper section of the absorbent material to denote some raised fibers. Photo two shows a zoomed section from the previous image, this image showed an angle that the raised fibers are clearer. Right below the gloved finger, the area looks abraded. A root cause was not identified. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.